Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics delivered intraperitoneally, intravenously, and orally (dosage and frequency unknown). The cause of the peritonitis was unknown. The patient was discharged from the hospital after two days. It is unknown if the patient has recovered and if pd therapy was ongoing. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.